Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 104.

Manufacturer narrative:
Monitor returned for evaluation. The evaluation of the monitor confirmed the service code 104 in the patient flag files and was able to be duplicated. The sd card was missing. The distributor evaluation included downloaded data review as well as incoming functional testing of the device¿s ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. There was also contamination found throughout the monitor. The root cause of the missing sd card could not be positively identified. The root cause of the contamination was an ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.